Manufacturer narrative:
The device is currently being investigated and the results are being evaluated and analyzed with similar events. A f/u report will be submitted once the device eval is complete. Items marked "ni" are unknown to us at this time. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview 7xs balloon of the btt port ruptured during the procedure when filling the syringe with air. A new kit was used to complete the procedure. There were no pt effects.